Manufacturer narrative:
One catheter was returned for evaluation. Upon visual inspection of the device, it was found to be severed at approximately 1/64" above the nose of the catheter hub. There was also evidence of dried solution residue noted on the outside diameter of the catheter hub nose. The reported complaint is confirmed. A cause of issue was not determined. In order to assure that our products meet functional requirements, the dimensions of the catheter components (eyelet, tubing, and hub) are tightly controlled. During the manufacturing process, our catheters are tested to assure that the tubing will not tear, break or otherwise fail. During the manufacture, critical parameters are 100% controlled during the different phases. Once the catheters are assembled from the tube, eyelet and hub, the catheters are inspected in-process 100% in order to demonstrate that the catheter tube is properly secured to the hub. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical jelco protectiv safety i.v. Catheter severed in a patient at the hospital. The patient's nurse discontinued the patient's wrist IV and it was noticed then that the catheter was not intact. An ultrasound was able to locate the missing piece. Subsequently, the "patient underwent an invasive procedure to remove the piece from their vein". No additional adverse patient effects were reported.